Event description:
It was reported that the pt required cardiac support. While in the cardiology cath lab, the pt received an intra-aortic balloon (not an arrow iab) and when intra-aortic balloon pump (iabp) therapy began the arrow autocat2 wave pump continuously alarmed "too high balloon pressure or kinked balloon." As a result, the staff exchanged the iap-0500 with a non arrow pump, after which the alarms disappeared. There was no reported pt death or injury. The iabp therapy was interrupted; however, the time frame is unknown. There were no reported pt complications, nor was medical / surgical intervention required. Additional information received on (B)(4) 2013 stated that according to the customer the correct connections were used for the iab to the iabp. The pt had extreme hypertension. An update received on (B)(4) 2013 from the sales representative stated that "the pt had been suffering from severe hypertension and this did not change throughout."

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.